Manufacturer narrative:
The device was received in the not deployed position. The download data shows that the device was in pod state 14, indicating that device activation was not completed within the allotted time. No issues were noted that would have prevented the device from completing activation and deploying. The download data shows that the device did not generate any alarms. A crack was observed in the top and bottom housing. It is unknown how or when this crack occurred. No corrosion or evidence of fluid entering the device through this crack was observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient received an occlusion alarm while wearing the pod between 1 and 4 hours on the abdomen. When removed, it was reported that the pink slide did not move forward, indicating a needle mechanism failure had occurred.